Event description:
Boston scientific received information stating: during routine follow up of this patient noise episodes were recorded on the atrial channels. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).